Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was not giving readings. Data was evaluated and the allegation was confirmed. The probable cause was determined to be sensor noise. In addition, an early sensor expiration was found in connection the reported allegation. The reported event of the transmitter not giving readings is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.